Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: the pfna, proximal femoral nail anti-rotation implant broke. It was further reported that the breakage happened after the initial surgery, resulting in reoperation of the patient. No details of the potential revision surgery have been given. The product associated with this event has not been returned for investigation and no further information was provided. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Actual event date not known. Implant on unknown date. Device is not distributed in the united states, but is similar to device marketed in the USA. The manufacturing records were reviewed and no complaint related issues were found. A review of the DHR indicates there were no anomalies which could have caused or contributed to this complaint. All records indicate the product was manufactured to specifications. However, as the product was not received, the investigation could not be completed and no conclusion could be drawn. Placeholder.